Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance to reset the pump, resolved the issue, and was advised to continue using the pump while being informed to contact support if the issue recurs.